Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. The device had gone into reset mode due to the patient having twiddler's syndrome and the leads becoming completely dislodged. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.